Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a home patient that did not wear a mask and acquired peritonitis coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The date of onset of this peritonitis episode is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.